Event description:
During the index procedure two in.pact admiral balloons were used to treat the left common femoral, superficial femoral proximal, superficial femoral middle, superficial femoral distal, popliteal 1 segment and popliteal 2 segment. Approximately 36 months post procedure patient suffered critical limb ischemia of target limb involving target lesion/vessel and non-target lesion/vessel. Occluded left superficial femoral artery (sfa), left popliteal (target lesion), left anterior tibial and peroneal arteries (non-target lesions). Patient was treated with percutaneous intervention. Patient recovered.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Update received 19 nov 2025: stenosis secondary to recoil of distal left superficial femoral artery, left anterior tibial and posterior tibial artery occlusions. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.